Manufacturer narrative:
(B) (4). Migration, endoleak. Dilated aortic neck. Other, device discarded unable to follow-up.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the stent graft migrated and is 3 cm below the renal arteries and this was attributed to dilatation of the aortic neck. Currently, there is a proximal type 1 endoleak present and the aneurysm is 62 mm in diameter. The decision was made to explant the proximal portion of the stent graft where it was excised with the iliac limbs left in place. A conventional graft was then sewn on to the aorta proximally and to the iliac stent grafts distally. The explanted stent graft was discarded. No additional clinical sequelae were reported and the pt is fine.